Event description:
The patient stated that he awoke to a blood glucose value of 157 mg/dl at 4:00 am. This blood glucose reading prompted him to bolus 2 units of insulin. He measured his blood glucose 3 hours later, and he stated that he was surprised by a reading of 226 mg/dl. He had anticipated a normal blood glucose value at that time. He reported a normal blood glucose range of 75-125 mg/dl. He reported no symptoms related to his elevated blood glucose values. Troubleshooting did not find any issues with the product. He was advised to see his physician to assess his blood glucose concerns. During follow up, he was preparing for a scheduled colonoscopy and experienced blood glucose values ranging from 53-400 mag/dl. The patient stated that his blood glucose value dropped to 59 mg/dl, and he fell down and hurt his ankle and will have it x-rayed. He did not describe how he addressed his erratic blood glucose values. Following the procedure, he reported no additional blood glucose concerns. He noted that his physician was out of the country, and he would not be able to see him for "a few months." No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.